Manufacturer narrative:
The product was returned for investigation. Based on the results of the investigation and historical investigation it is likely the damage or deterioration of parts, was due to environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex video scope tissue looked green. The issue occurred during an unknown therapeutic procedure. There were no reports of patient harm.